Manufacturer narrative:
A2: median age for male and females in group a-66 and group b-63. The device was not returned. Attempts were performed to obtain additional information, but no response was received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus reviewed the following literature titled "the value of endoscopic duodenal papilloplasty with titanium clip in improving post-operative complications of choledocholithiasis." Literature summary: this prospective study used est combined with eplbd lithotripsy to treat choledocholithiasis and applied titanium clips to perform duodenal papilloplasty to observe the success rate of lithotripsy, post-operative papilla healing, x-ray dilute barium to detect biliary reflux, and analyze the incidence and extent of complications such as cholangitis, pancreatitis, bleeding, and perforation in patients. A total of 125 patients were included (group a: 59 patients and group b: 66 patients). The success rates of lithotripsy in group a and group b were 88.14% (52/59) and 86.36% (57/66), respectively, with no statistically significant difference (p > 0.05). The following events have been reported in the literature: hyperamylasemia (19), mild pancreatitis (5), intraoperative bleeding (16), biliary tract infection (cholecystitis) (1), stone recurrence (19), cholangitis (6), postoperative bleeding (3).

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and to provide additional information provided from the author b5. The device history record was unable to be reviewed for this device, since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information was received, from the author: an olympus device did not cause or contribute to the adverse event described in the article. Also, it was confirmed, that an olympus device malfunction did not occur.